Manufacturer narrative:
Device manufacture date updated to proper value.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the navigation system functioned as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a cranial resection, the surgeon was unable to locate the tumor. It was reported that the surgeon suspected a cavernous angiomas as there was a small amount of bleeding. There was no allegation of deficiency against the navigation system as the surgeon felt accurate. It was reported that the surgeon confirmed their location on the anatomy. A second procedure was proposed but the procedure has not been confirmed by the site. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.